Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The customer states there is a blood leak into the arterial lumen and the catheter is broken. The catheter was patient placed on (B)(6) 2012 in right subclavian. The catheter has been in place for (B)(6). The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.